Event description:
A 4f maximum sheath was prepped in the usual mannner and inserted into the right femoral artery without incident over a 145cm, .035 medtronic guidewire. A cordis pigtail straightener was loaded and advanced on the wire up to the arch. The pigtail did not form its curl properly and the user elected to use a new one. At all times the exchange "length" guidewire was in the aorta. While backing the pigtail out, the physician noticed some oozing and decided to size-up to a 5f or 6f sheath. As they began backing the 4f sheath out over the wire, only the hub came out; manual pressure was applied to achieve hemostasis. A 7f sheath was prepped and a microvena peripheral snare was employed in an attempt to retrieve the sheath. Eventually, a 9f sheath was used and approximately an hour later, the 4f sheath shaft was snared successfully with no reported consequences to the patient.